Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to water. Blood glucose level at the time of the incident was 196 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: no button error alarm. Unit received with no button response due to corroded act button keypad trace. The button keypad connector was found closed properly during visual inspection. Unable to perform functional test due to keypad anomaly. No moisture damage electronic or motor assembly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window, missing end cap sticker and cracked lcd window.